Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced prolonged high blood glucose after eating a cookie to prevent a drop near 70 mg/dl, with minimal insulin being delivered by the system and sustained readings reported as ¿high¿ for approximately four hours, and alerts for levels above 300 mg/dl for over 90 minutes; the contact planned to consult the healthcare provider regarding a manual correction dose. Symptoms included headache. Outcomes included use of back-up therapy without professional medical intervention or hospitalization. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed hyperglycemia with cause unclear, without evidence of device alarms or component malfunction described. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.